Event description:
On (B)(6) 2012 it was reported that the patient had a loss of therapeutic effect and no stimulation sensation. The patient had acute pain and felt it had gotten worse since the stimulation had stopped. The patient stated he stopped feeling stimulation "a few months" before the report. The pain was in the patient's legs, hips, and knees. The patient also could not adjust his stimulation and the programmer displayed a "call your doctor" icon and the elective replacement indicator (eri). On (B)(6) 2012 it was reported that the patient had a return of symptoms. The patient had his pump adjusted three hours prior to the report and "shocking" had returned; he was feeling it down his "whole right side," all the way down to his groin and legs. It was unclear if the "shocking" was attributed to the pump or neurostimulator, but the pain was on the same side as the patient's pump and neurostimulator. However, the patient stated the stimulator battery had "completely depleted." Additional information received on (B)(6) 2012 reported that the health care provider (hcp) did not believe that this had anything to do with the pump or neurostimulator. The hcp said the symptoms were strange, but that there was no evidence to suggest that this was related to either device.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).